Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller was told by pt that pt is unable to charge the implant (ins) for an unknown length of time. Caller doesn't have any further details about this issue. The reason for call was caller reported they are unable to "detect" or charge the implant. Agent asked with or without the recharger; pt stated both. Agent asked - caller stated they last successfully charged the implant about a week ago. Patient service specialist walked caller through resetting the controller, unlocked, and saw no device found. Caller inserted the recharging antenna and confirmed passive recharge mode. Caller confirmed middle number was 96. Caller mentioned that before they would see "unable to detect" screen and would have to reset the controller. Agent asked event date - pt stated this has been happening since a month or 2 after the implant in 2018; it happens once every 4-6 months. Pt was in passive recharge mode for 11 minutes and was still unable to advance. Agent asked to try recharger from other implant; pt did not have it with them during the call. Agent reviewed to follow up with their doctor if replacement recharger does not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Patient called back and repeated the information previously reported. Patient stated their first implant is dead and they have an appointment with their surgeon to get it looked at, but they need an MRI. Patient stated they were sent a recharger for some reason but have no way to return the old one because they didn't get a return label. Patient added that they were told by one person that if the implant is dead they should be able to get an MRI as long as their other implant is put into MRI mode. Patient stated that then another rep told them they can only have an MRI of the head, so someone is lying. Patient stated that they've had mris before so they don't understand. Agent attempted to walk patient through entering MRI mode for the charged implant to see eligibility. Patient did not have their controller available. Patient stated that the MRI mode shows nothing besides "in MRI mode, stimulation is off." Agent reviewed that there should be various icons or codes to help determine the eligibility, but patient became escalated saying ther e's absolutely nothing else on the MRI mode screen besides what they already said. Agent reviewed with patient that without the controller present it is difficult to decipher the eligibility. Patient then demanded to speak to a supervisor. Patient insisted there are no icons or codes whatsoever that come up on the MRI mode screen and was escalated as agent tried to review further information or options. Agent sent a request to repair for a return label for the replaced recharger, and agent sent a request to have a supervisor call the patient back. Technical services (tss) called pt back to address issue escalation. Pt reiterated details of case and said they were "lied to." Pt mentioned they had MRI of back before first implant and MRI of back before second implant. Pt said one of the implants died and since then, the pt had taken a fall and injured shoulder. Pt needed MRI of shoulder and pt said MRI tech called medtronic and was informed pt was head-only eligible. Tss reviewed potential MRI considerations with spinal cord stimulator (scs) extensions implanted. Pt said they were told by medtronic that the extensions were full body eligible. Tss reviewed extension material specs and potential concerns with having MRI with extensions implanted. Pt said they would be meeting with their surgeon soon and would talk to them about having the extensions explanted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 (serial: (B)(6). Product type: 0213-recharger; section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, sn (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.